Event description:
It was reported that a crack was observed in the line. The line was removed form the pt. A temporary line was inserted, followed by a permanent replacement.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.